Event description:
Stryker femoral canal brush (ref #0210-004-000). Rubber o-ring is broken and detached from the instrument. Renders this unusable and a danger to the patient has the broken rubber piece fallen into the patient and we were unaware of the malfunction.